Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the implantable pulse generator (ipg), the lead would not fully insert into header. The inner ring appeared to be loose and impeding the way of the lead. The ipg was never implanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was returned and analyzed. The connector was misaligned. Returned product analysis confirmed the atrial multi beam connector and barrel were out of alignment. If information is provided in the future, a supplemental report will be issued.